Event description:
It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. Upon removal from the pt, the capsule was still attached to the delivery system. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach.